Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was returned to the manufacturer after being explanted and replaced with no product performance issues reported. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.